Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a severe kink in their modular cable. The ventricular assist device (vad) team attempted to change the modular cable for a new one. The brand-new modular cable would not connect to the pump cable. The vad coordinator attempted to connect the modular cable a couple of times. A new modular cable was grabbed and that one connected without issue.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.